Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing separated from multiple cartridges. Reportedly, there was a possibility that the tubing was pulled. Blood glucose was 250 mg/dl and a new cartridge was successfully loaded to address the event.